Event description:
It was reported to philips that the device would not go into standby mode. There was no patient or user involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated that the device was recently returned from repair and now it will not enter into standby mode. While troubleshooting, it was observed the average air reading was -1.9slpm. The rse recommended replacing the flow sensor assembly. The customer requested bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to the customer unrepaired. The device is not returned to functionality. No tools were used or tests performed.

Manufacturer narrative:
A review of the installed base identified that the motor controller (mc) printed circuit board assembly (pcba) was used in the manufacture of this device and was returned under this complaint record. No information from the customer indicated that this was used in the repair of the device. The product investigation lab (pil) was unable to confirm that the failure to go into standby mode issue was caused by a faulty mc pcba, as voltage readings were approximately equivalent to expected as compared to a known good mc pcba. Visual inspection noted no anomalies. The technician verified that the ventilator provided breaths and that no alarms or errors were present. No fault was found.